Event description:
A call was received through technical services reporting varying svc impedance values (50-200 ohms) and a connection issue was suspected. The lead was later replaced. No patient complications have been reported as a result of this event. Additional information received indicates lead fracture was suspected.

Event description:
A call was received through technical services reporting varying svc impedance values (50-200 ohms) and a connection issue was suspected. The lead was later replaced. No patient complications have been reported as a result of this event. Additional information received indicates lead fracture was suspected.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: defib conductor fractured; full lead in segments returned and analyzed. Other: a call was received through technical services reporting varying svc impedance values (50-200 ohms) and a connection issue was suspected. The lead was later replaced. No patient complications have been reported as a result of this event. Additional information received indicates lead fracture was suspected. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high, lead(s), fracture of, impedance, low.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: defib conductor fractured; full lead in segments returned and analyzed.